Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively patient complained of flickers of light, halos, and difficulty driving at night. The iol was explanted and replaced with another johnson & johnson lens zcu225 23.0 diopter lens. Patient status was reported as permanently impaired. Through follow-up, additional information was received confirming no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy were required. Patient status post-lens exchange reported as blurry vision, but improvement week 1 vs. Day 1. Patient is no longer permanently impaired after lens exchange procedure. No further information is available.